Event description:
It was reported that there was no capture on the atrial lead, and that the rv (right ventricular) lead had compromised inner insulation resulting in increased threshold when in bipolar mode . The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched; full lead in segments returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched; full lead in segments returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead in segments returned and analyzed.